Manufacturer narrative:
The study of keggi, k. Et. Al. [1] reviewed 185 ceramic on ceramic bearings used with a modular stem design. Two different stem designs and four different cup designs were used in these cases. It is reported, that in one case the patient suffered from a dislocation, involving a bicon insert. The dislocation was treated with an open reduction. The complaint device, used in treatment, was not returned for investigation, hence the product evaluation could not be conducted. A complaint history review was performed. The batch record review could not be performed as the batch number of the device is not known. The severity and the failure mode are covered through our risk management. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. 05/16. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode could not be confirmed independently. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is neither possible to investigate whether the reported device met manufacturing specifications upon release for distribution nor to speculate about factors which could have contributed to the reported event. The root cause of the problem stays undetermined. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. This investigation is considered closed. [1]: keggi, kristaps & keggi, john & kennon, r. & mctighe, timothy. (2003). Ceramic on ceramic bearings used with proximal modular stems in tha. 10.1007/978-3-7985-1968-8_1.

Event description:
On the literature article named "ceramic on ceramic bearings used with proximal modular stems in tha", it was reported that, after a bicon-plus system had been implanted on 1 patient, the patient suffered from a dislocation at 6 weeks post-op after being noncompliant with total hip precautions and required an open reduction. The components were not explanted. The patient outcome is unknown.